Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Extended investigation concludes that freestyle strips are isolated to the meter only. For meters using freestyle strips, when the strip is inserted, the no-touch pin is pushed upwards and makes contact with the ground pin to power the meter on. Only the displacement of the pin powers on the meter, rather than carbon traces on the strip. The only function of the strip is to facilitate the movement of the pin, therefore, no strip-related investigation activities are performed. Dhrs (device history record) for the freestyle lite meter were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc blood glucose meter turning on with button press but not with test strip insertion. Customer experienced symptoms described as "sweating, chills, inability to speak, inability to move, difficulty swallowing, weakness, seizure and a loss of consciousness". Customer had contact with healthcare provider who diagnosed him with hypoglycemia and treated with unspecified IV to increase the blood glucose. There was no report of death or permanent injury associated with this event.